Event description:
It was reported that when the product was powered one, an abnormal sound was heard from it. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
Other text: the device was returned with no physical damage. There is a squeaking noise from the pump, during an operational check. After replacing the faulty pump, functional tests and performance tests were passed. No causes or potential causes to the customer's reported problem were found during the DHR review. E4 is unknown.